Event description:
At 10:00 a.m., nurse put 240 cc of jevity into bag which the pump infused into the resident in a matter of seconds. Pump was set to infuse 65cc/hour as per doctor's orders. The pump was removed and another put in its place. Resident is in no distress. Vital signs are gooddevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-aug-91. Service provided by: distributor. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.